Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully extended. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend the helix.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, a placement repositioning was required due to high pacing thresholds. During the second placement attempt, over 60 helix extension rotations were required; however, this second location exhibited no sensing or capture. Helix retraction was then attempted for product removal, at which time the physician reported over 100 rotational turns were required, prior to product removal. The implant procedure was successfully completed with a second lead of the same model type and no adverse patient effects were reported. The attempted implant lead was returned for product analysis.